Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was insulin leaking at the bottom/middle of the cartridge. The customer's blood glucose (bg) level was in the 400's mg/dl. Reportedly, the customer changed out the cartridge and resumed insulin delivery. A follow up with the customer indicated that their bg level lowered.